Manufacturer narrative:
(B)(4). Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported after use the unspecified bd vacutainer experienced underfill or low draw of a tube with blood. This event occurred 1050 times. The following information was provided by the initial reporter: the customer stated "the tube was underfilled." With unique lab, they have about 30 phlebotomist who draw labs for physicians, and routinely get the ¿under filled¿ result for incorrect blood/anticoag ratio. They are at the point where each of their phlebotomist, when drawing a pt, bring it to the manager to physically examine the sample before it is sent to sonora quest. According to the manager the blood is always at the fill line. The other failed solution they have implemented is that the phlebotomist are drawing up to 3 separate blue top tubes, and after examination, all three are being rejected.